Event description:
It was reported that the customer was taken to the emergency room twice due to dehydration, high blood glucose and dka. The blood glucose readings were over 600 and over 1000 mg/dl at the time of hospitalizations. Caller stated that the customer was having problems with the insulin pump battery cap. Caller stated that the customer had a seizure while she was sleeping and she took her to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.